Event description:
This lead was capped and replaced due to high thresholds. Explant was attempted (B)(6) 2018, but lead remains capped. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 35 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment, including the lead tip, was not received for analysis. The visual inspection of the available fragment showed a deformed insulation between 34.5 cm and the area of the cut. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed, which most likely occurred during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.